Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with implantable neurostimulators (ins) for movement disorders. It was reported the patient fell last month. Since the fall, the patient has had a jerking movement, walking has been getting worse, and their speech was more difficult. The patient programmer showed that the therapy was on/okay below the chest, and on/okay in group a at 3.50 volts for ins in their abdomen. The patient was redirected to their hcp to check the system. No further complications were reported as a result of this event.